Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic, non-pacing dependent patient presented in the clinic for the routine follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device restoration was performed successfully.